Event description:
It was reported that the arctic sun device was filled short during decontamination due to excessive material shorting the pins on the level sensor . Once the device was cleared of this debris by flushing the tank the device auto filled completely. As per sample evaluation results received on (B)(6) 2022, the double bend tube to the manifold was expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was filled short during decontamination due to excessive material shorting the pins on the level sensor . Once the device was cleared of this debris by flushing the tank the device auto filled completely. As per sample evaluation results received on 13oct2022, the double bend tube to the manifold was expanded.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable.